Event description:
Reporter states immediately afterwards he experienced "excruciating" left shoulder pain. The pain was so severe that he couldn't sleep at night, required pain medication and he frequented the emergency room on several occasions seeking pain relief. He states that the procedure was "ineffective" and he believes that others are experiencing the same problem. In fact, there's a gerd web site where you can report info on gerd and when he last checked, there were 4-5 postings experiencing the same problems as his. His symptoms included vomiting all day with acid on and off, severe chest tightness and breathing difficulties. He was "totally home bound," because of the symptoms. They've finally abated, but can flare up from time to time. Reporter states that the company builds the procedure up as if its a "soltuion" to gerd. He's involved in a study with ndo surgical. He's begging them to remove the device, but they wouldn't do it, until he wrote a formal letter to his dr requesting that it be done. And it was removed today.